Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a fault code 08 (motor controller fault detected) was confirmed during functional testing and review of the archive data. The root cause was due to a failed drivetrain motor, likely attributed to the failed component. During the archive data review, a fault code 08 was observed, thus confirming the customer complaint. The autopulse platform failed initial functional testing due to fault code 08, thus confirming the customer complaint. The drivetrain motor was replaced to remedy the fault. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed multiple fault code 08 (motor controller fault detected) error messages after performing 2-3 compressions. No patient involvement.